Event description:
It was reported that at implant the lead had an odd bend on the rv coil near the helix. A new lead was used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix mechanism.